Event description:
Reporting status: serious injury/required intervention. Reporting rationale: perforation requiring intervention. Device issue: no device malfunction has been reported. It was reported via trial, that during stenting of the pre-dilated 2nd diag (lad) with a xience v stent, post stent deployment, there was extrusion of plaque material into the lad causing compromise of the lad [occlusion]. The physician deployed a second xience v stent into the lad lesion that was created by the plaque material. During post dilatation of the lad stent with a 2.5 x 12 nc-voyager balloon at high pressure, a perforation occurred. The perforation completely resolved after a 6 minute inflation with a 2.5 mm balloon in the lad. There is no additional event of patient information available.

Manufacturer narrative:
Results and conclusions summation: the patient effect of a perforation is listed in the xience v spirit small vessel clinical trial instructions for use (IFU) as a known potential adverse event associated with coronary stenting procedures. Additionally, a perforation is addressed in the no-fault risk assessment as a post-procedure complication and is not necessarily an indication of a product quality deficiency. Reportedly, there was no report of any product malfunction identified during the procedure that could have contributed to reported perforation, and it was successfully treated with additional percutaneous coronary intervention (pci).